Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. In addition, the following reportable malfunctions were identified during the device evaluation: c-cover and nozzle had foreign material. Additionally, the probable cause of the c-cover and nozzle having foreign material remaining in the device could not be conclusively specified from the information provided. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had image disappeared during colon polypectomy procedure while patient under sedation with device inside the patient. There were no reports of patient harm.